Event description:
It was reported that patient underwent rotator cup repair procedure on (B)(6) 2011. During the procedure, the surgeon inserted a suture anchor and, subsequently, the tip separated from the body of the anchor and remained implanted in the bone. A second suture anchor was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned product shows signs that excessive force was used on the device. There are warnings in the package insert against using excessive force. Under warnings, number seven states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Notches or scratches put in the implant during the course of surgery may contribute to breakage. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screw". Warning number eight states, "do not use excessive force when inserting suture anchors. Excessive force (i.e. Long hard hammer blows) may cause fracture or bending of the device". Number eleven states, "ensure contact of tissue to bone when implanting. Do not overtighten the screw. Structural damage to the tissue and implant may occur if the screw is overtightened".

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant."